Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a nurse observed "wetness" on the bedsheets around the tubing of a bc181nasal CPAP patient interface. It was reported that the nurse did not notice anything unusual about the interface, but stated that it was difficult to remove from the associated circuit. When the nurse tried to separate the interface and circuit, the tubing tore. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The prongs of the interface are connected to tubing. The hospital's circuit gets connected to the end of the tubing. Method: the returned nasal tubing was visually inspected for damage. Results: a tear was found in the tubing. However no defects were found that would have resulted in the reported fault (wetness on the patient's bed around the tubing). Conclusion: no evidence of any defects that would have resulted in the reported fault were found. The root cause of the reported fault could not be determined. A tear was found in the tubing, however the hospital had reported that the tubing tore when they were disconnecting it from the system.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has recently received the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a nurse observed "wetness" on the bedsheets around the tubing of a bc181 nasal CPAP patient interface. It was reported that the nurse did not notice anything unusual about the interface, but stated that it was difficult to remove from the associated circuit. When the nurse tried to separate the interface and circuit, the tubing tore. No patient consequence was reported.